Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level of "high", although specific value was not provided. Cause was unknown. The customer changed the pump supplies to address the elevated (bg). Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.